Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unreadable multiple times. Reportedly, contact stated that the number 1 was able to be seen on the screen; however, any gray or colored text including the number 2 and 3 were all not visible and appeared black. Customer's blood glucose level was not impacted. The contact reported that a back-up pump would continue to be used for insulin therapy.